Manufacturer narrative:
The lead was returned and analysis was performed with no anomalies found. The distal lv (low voltage) electrode of the lead was returned covered in blood.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had perforated the patient's heart resulting in a pericardial effusion. The lead was explanted and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.